Manufacturer narrative:
Batch review performed on 09-jan-2025: lot 2243694: (B)(4) items manufactured and released on 16-12-2022. Expiration date: 2027-12-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional devices revised. Batch reviews performed on 09-jan-2025: liner: versafitcup dm 01.26.2852mhc double mobility hc liner 28/dmf (k092265) lot 2417988: 75 items manufactured and released on 03-09-2024. Expiration date: 2029-07-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Liner: mpact dm 01.32.4452cf dm converter g/dmf - tin coated (k211891) lot 2401967: 20 items manufactured and released on 02-09-2024. Expiration date: 2029-07-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
The patient had a primary hip surgery on (B)(6) 2024. On (B)(6) 2024, the patient came in reporting pain due to a dislocation of the head from the liner and the cause was unknown. The surgeon revised head, liner and dm converter. The surgery was completed successfully. MDR 3005180920-2024-01131. On (B)(6) 2025 the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head, liner and dm converter. The surgery was completed successfully.